Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had critical pump error on insulin pump. The customer's blood glucose was 8 mmol/l. The customer also stated that their insulin pump got damaged at the back of pump, battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.